Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue occurred intermittently. The door switch was then adjusted to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry door of the imaging system would not fully close. The door appeared to be closed but the pendant displayed the door was open. There was no patient present when this issue was identified. No additional information was provided.